Manufacturer narrative:
(B) (4). The device is expected to be returned for investigation. It has not yet been received. (B) (4)

Event description:
User facility mandatory medwatch received that stated: "pt on meperidine pca 300mg/ml dose: 20 mg delay: 20 mins; basal: 20 mg/hr; one hr limit: 60 mg since (B) (6) 2010. On (B) (6) 2010 at 2146, a meperidine 300mg syringe was replaced. Pt called nurse at 2250 and stated he 'was talking out of his head' and felt 'woozy.' Meperidine syringe had 5ml left. Nurse checked history on pump; recorded that new syringe infused 23 mg. Infusion stopped. Pca was infusing through a right jugular triple lumen central line." The user facility was contacted and the following info was received: the customer contact reported the pt received more medication than intended. At an unspecified date and time, the pump was programmed in the pca+continuous mode to deliver meperidine 10mg/ml, with a continuous rate of 20mg/hr, a 20mg pca dose, a 20 minute pt lockout and the delivery was started. The customer contact reported on (B) (6) 2010 at approx 2145, a new vial of meperidine was placed in the pump. At approx 2325, the pt called the nurse's station to report that he was "talking out of his head" and felt "woozy." It was reported that at this time, the pt's vital signs were stable. The physician was notified and therapy was stopped. The nurse reported that at this time 5ml were left in the vial instead of the expected 21ml. The pump was removed from clinical use. Therapy was resumed 2 hrs later using a replacement pump with the same programming parameters. The customer contact reported that the pt stated when the "syringe was placed in the pump, it was crooked." There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.